Event description:
Patient received inappropriate therapy due to noise seen on both this rv lead and the atrial lead. Patient at follow-up today and all ra and rv lead values are within normal limits and no noise is seen on either lead. Provocative maneuvers advised at this time and the leads are to be followed. On (B)(6) 2014 - this rv lead as well as the ICD and ra lead were explanted on (B)(6) 2014 due to crush on both leads. Chatter was able to be recreated. The system was replaced.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 46 cm proximal to the tip. Only the distal segment was received for analysis. The analysis of the received segment revealed a rubbed through insulation in the area of the tricuspid valve. This insulation damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics and location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed a deformed svc shock coil, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.